Event description:
It was reported that a piece of the device broke inside of the patient; please note, all pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: lens fell off. Probable root cause: thermal destruction of epoxy, improper epoxy/curing process, laser welding failure, use error . The device manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a piece of the device broke inside of the patient; please note, all pieces were retrieved.